Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the testing of the device at the MFR's service ctr, the device stalled. The device's ballscrew was replaced to address the issue.